Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. The helix issue allegation was confirmed - helix mechanism test showed helix would not fully retract into housing most likely due to dried blood and tissue in mechanism. The stylet insertion difficulty allegation was confirmed due to terminal pin damage. Three stylets were returned and all were bent at the tip. Stylet insertion test: using a straight stylet, stylet resistance felt along the lumen due to wrinkled coil offset/ripple several places between 11-23 cm from terminal pin.

Event description:
It was reported during the implant procedure, when the right ventricle (rv) lead was placed it was initially showing normal values, and the lead was fixed with a suture sleeve. After suturing the sleeve, the physician preformed an x-ray and could see that the lead was stretched in the heart. Therefore, the suture was removed and a stylet was inserted to push the lead further into the body. When removing the stylet, the lead was pulled back and required a lot of force in order to remove the stylet from the lead. Unfortunately the lead dislodged, therefore the physician decided to replace the lead for a new one, however issues still persisted, and high resistance was still present. At one moment the physician tried using a straight lead stylet, but when the stylet was completely inside the lead, the tip showed a bend of about 90 degrees. This bend disappeared when the stylet was pulled back. The physician then decided to remove the lead from the body, and test it on the table outside the patient. It was discovered that the helix had extension/retraction issues. Due to the issues with the second lead, the physician replaced this one as well. In total, there were 4 puncture attempts for lead implantation which prolonged the procedure, and unfortunately the patient developed pneumothorax which required intensive care treatment. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. The helix issue allegation was confirmed - helix mechanism test showed helix would not fully retract into housing most likely due to dried blood and tissue in mechanism. The stylet insertion difficulty allegation was confirmed due to terminal pin damage. Three stylets were returned and all were bent at the tip. Stylet insertion test: using a straight stylet, stylet resistance felt along the lumen due to wrinkled coil offset/ripple several places between 11-23 cm from terminal pin.

Event description:
It was reported during the implant procedure, when the right ventricle (rv) lead was placed it was initially showing normal values, and the lead was fixed with a suture sleeve. After suturing the sleeve, the physician preformed an x-ray and could see that the lead was stretched in the heart. Therefore, the suture was removed and a stylet was inserted to push the lead further into the body. When removing the stylet, the lead was pulled back and required a lot of force in order to remove the stylet from the lead. Unfortunately the lead dislodged, therefore the physician decided to replace the lead for a new one, however issues still persisted, and high resistance was still present. At one moment the physician tried using a straight lead stylet, but when the stylet was completely inside the lead, the tip showed a bend of about 90 degrees. This bend disappeared when the stylet was pulled back. The physician then decided to remove the lead from the body, and test it on the table outside the patient. It was discovered that the helix had extension/retraction issues. Due to the issues with the second lead, the physician replaced this one as well. In total, there were 4 puncture attempts for lead implantation which prolonged the procedure, and unfortunately the patient developed pneumothorax which required intensive care treatment. No other adverse patient effects were reported.